Manufacturer narrative:
S/w version = 5.3a. Retainer ring = black. Case type = ngp. Customer returned pump for an alleged charge/battery lasts less than expected on 01-apr-2023. Pump passed displacement test, self test and active current measurement. Pump failed sleep current measurement due to high current cause by moisture damage on the electronic assembly. Pump successfully downloaded to thump. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. No pump error 25, low battery alert, power loss alarm, replace battery alert, or replace battery now alarm noted during testing. The pump downloaded history confirmed the pump alarmed low battery alert on 04/01/2023 at 07:39:00.000, power loss alarm on 04/01/2023 at 18:06:25.000, replace battery alert on 04/01/2023 at 17:10:00.000 and replace battery now on 04/01/2023 at 17:41:00.000. Pump was cut open to perform visual inspection and moisture damage was noted on pcba 1, pcba 2, motor and force sensor. Additionally corroded battery tube was noted. The following were noted during visual inspection: pillowing keypad overlay. Charge/battery lasts less than expected and unexpected battery power loss were confirmed due to moisture damage on pcba 1 and pcba 2. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned".

Event description:
Information received by medtronic indicated that the customer reported a low battery alarm or short battery life. Troubleshooting was performed and found that the customer received a low battery alert. Customer replaced the battery and the new battery not resolved the issue. No harm requiring medical intervention was reported. The customer will continue using the insulin pump and the pump will be returned for analysis.